Event description:
Icy hot heat therapy - back. I got 3 quarter sized third degree burns. It felt warm all day, but not hot and I felt no pain until I took it off. My skin was raw and dark red and "pusy", they turned into scabs after about two days and there are still marks today. Dose or amount: 1 patch. Dates of use: less than 8 hours 2008. Diagnosis or reason for use: pain and stiffness.